Event description:
When md pulled the wire and line back to reposition the catheter, the catheter separated. The distal portion of the catheter; approx 17cm, was left in the pt. Special procedures intervention required to retrieve catheter.